Manufacturer narrative:
Unknown is still in progress.

Event description:
On (B)(6), 2013 a male underwent an abdominal aorta aneurysm repair. While deploying the distal main body, the ipsilateral limb did not fully extend. The physician tried to get in with a crisscross catheter and wire but could not gain access due to the limb being twisted and closed off. It was noted there was some calcification and tortuosity of the vessel. The physician performed an ilio-femoral bypass and cut off the distal seal stent. The physician closed the patient and the patient's pressure dropped. The physician found a suture hole leaking and fixed this leak. Twenty four hours later the patient returned with compartment syndrome. A right leg fasciotomy was performed and the patient is otherwise doing well.